Manufacturer narrative:
Analysis inspected one opened and used enlite sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was not blinking. When the customer removed the sensor, the electrode was missing. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.